Manufacturer narrative:
Concomitant medical products: 693565 lead, implanted (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that suspected occasional intermittent atrial undersensing was noted on a remote transmission. The atrial lead remains in use. No patient complications have been reported as a result of this event.